Event description:
It was reported that the device delivered inappropriate high voltage therapy for an svt rhythm. The device correctly diagnosed the arrhythmia as an svt but delivered high voltage therapy when the rhythm accelerated into the vf zone. The patient was in stable condition following the event and will continue to be monitored. The device remains implanted.